Manufacturer narrative:
Note : product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference celsite (B)(4). Cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr (B)(4) which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported to us from the same end customer on this batch (B)(4). However, 3 other similar complaints have been reported to us from the same end customer. Investigation results: we received 2 samples in their packaging from the same batch for investigation. We have tested one device and here are results : dimensional measures: we have measured the returned device in order to check its conformity to our specifications. Characteristics measures (mm) specifications (mm) catheter: (B)(4). Disconnection test: a disconnection test has been performed on the returned access port. The disconnection force obtained is 20.5n which is more than 4 times superior to the requirement of the iso 10555-6 (f>5n). These characteristics conform to our specifications. We received x-ray picture showing the implantation of the device. The x-ray picture is not good enough to see if the catheter has been correctly mounted on the exit cannula. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. We think that the disconnection of the catheter is related to an incorrect connection during the implantation; however, the received x-ray picture is not good enough to confirm this hypothesis. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h). In all, four catheter disconnection incidents have been reported to us from the same end customer; hence, we think that a visit by b.braun (B)(4) representative in order to sensitize about the catheter connection technique to the port during the implantation should be scheduled. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success..

Event description:
Catheter disconnection . Catheter disconnection from the access port after implantation.